Event description:
The customer called and reported the insulin pump alarmed with a motor error during rewind and there were motor errors in the alarm history. Customer's blood glucose was reportedly within normal range. The device will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.